Manufacturer narrative:
The correct brand name is sterrad® chemical indicator strip. The correct common device is indicator, chemical. The correct catalog number is 14100. The correct lot number is 336511-01.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly. Asp will continue to follow up for additional information. (B)(4). This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00427 and2084725-2016-00429.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). ¿ per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. ¿ trending by lot number was reviewed from 01/09/2016 to 07/07/2016 and trending was not exceeded. ¿ the concomitant sterrad unit was not evaluated as the serial number of the unit was not available after multiple follow-up attempts with the customer. ¿ the sra indicates the risk associated with exposure to a quality problem with no impact to safety is "low." The product was not returned; therefore, no visual analysis was performed. The assignable cause of the issue can be could not be determined due to insufficient information after multiple attempts were made with the customer. The issue will continue to be tracked and trended.